Event description:
A peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that a m31 air detected in cassette warning occurred fill 4 of 4 and the patient was connected during incident. Fluid was seen on the floor and under the cycler, the supply bags (sbs) are hanging. The patient line (pl), heater bag (hb) and sb were securely connected. All cones were broken, and the unused lines were clamped. No air bubbles were found during setup; however, air bubbles were found in patient line closer to the patient belly. The fluid leak was discovered during fill 4 of 4 and the patient was connected during the incident. Fluid was not discovered in the pump module area; fluid was not discovered on the external of the cassette. The fluid leaked from the heater line, and per patient the heater line had a cut. There were alarms/warnings after the leak was found. The m31 occurred after the fluid leak was found. Upon follow-up conducted on (B)(6) 2025 the patient¿ peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the pdrn the patient did not miss any of her pd treatment and was able to complete their treatment on the day of the reported event as well, since they are able to confirm that, based on patient¿s treatment logs. Additional information about the reported leak, and sample availability were requested; however, the pdrn was not able to provide it since they were not aware of the reported event. The pdrn advised they will follow up with the patient as well and reach back once they have any additional information to provide.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that a m31 air detected in cassette warning occurred fill 4 of 4 and the patient was connected during incident. Fluid was seen on the floor and under the cycler, the supply bags (sbs) are hanging. The patient line (pl), heater bag (hb) and sb were securely connected. All cones were broken, and the unused lines were clamped. No air bubbles were found during setup; however, air bubbles were found in patient line closer to the patient belly. The fluid leak was discovered during fill 4 of 4 and the patient was connected during the incident. Fluid was not discovered in the pump module area; fluid was not discovered on the external of the cassette. The fluid leaked from the heater line, and per patient the heater line had a cut. There were alarms/warnings after the leak was found. The m31 occurred after the fluid leak was found. Upon follow-up conducted on 05/20/2025 the patient¿ peritoneal dialysis registered nurse (pdrn) stated that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the pdrn the patient did not miss any of her pd treatment and was able to complete their treatment on the day of the reported event as well, since they are able to confirm that, based on patient¿s treatment logs. Additional information about the reported leak, and sample availability were requested; however, the pdrn was not able to provide it since they were not aware of the reported event. The pdrn advised they will follow up with the patient as well and reach back once they have any additional information to provide.